Event description:
It was reported that the patient had an infection at the device pocket. The patient experienced fever, pain, and incisional wound opening. A culture of the device pocket was taken (date and results not reported). It was unknown if the infection had tracked up the catheter path. The patient did not have meningitis. It was further reported 5 days later that the infection had cleared up, the patient was fine, and was at home. The type of medication, concentration, and daily dose being administered via the pump were not reported; the device registration system indicated morphine.